Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was fractured and exhibited no capture and high impedance. Physician decided to watch device performance and no intervention was made as of the moment. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was fractured and exhibited no capture and high impedance. Physician decided to watch device performance and no intervention was made as of the moment. The lead remains in service. No adverse patient effects were reported. Additional information indicated that this lead was explanted and replaced. No additional adverse patient effects were reported.